Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the error c-34 and replaced the iesu to resolve the issue with energy output. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having issues with the integrated electrosurgical unit (iesu/erbe). The intuitive surgical, inc. (Isi) technical service engineer (tse) observed error c-34 in the system logs on the iesu. The tse walked the customer through power cycling, removing the power cord, and disconnecting the ac power cord for two minutes; troubleshooting did not resolve the issue. The customer located a force triad generator and proceeded with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The customer confirmed that the procedure was completed robotically but with a backup generator. The customer used a valley lab force triad unit to complete the case. The delay was approximately 40 minutes.